Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator was requested and no ventilator logs were provided. The patient reportedly remained on the ventilator and mode of ventilation was changed to nava (neurally adjusted ventilatory assist). Ventilator settings were reportedly respiratory rate of 55 b/min, peep of 5 cm h2o, tidal volume of 5 ml/kg and an inspiratory time of 0.35 s. There is no evidence to support a technical malfunction of the ventilator system. The conclusion is that the cause of the event was related to parameter settings by the user. H3 other text : 4117.

Event description:
It was reported that during treatment in prvc (pressure regulated volume control) mode, the patient was hyperinflated and a pneumothorax occurred. Ventilator settings were reportedly respiratory rate of 55 b/min, peep of 5 cm h2o, tidal volume of 5 ml/kg and an inspiratory time of 0.35 s. The patient was switched to nava (neurally adjusted ventilatory assist) mode of ventilation and was thereafter comfortable. Final patient outcome was no injury. Manufacturer¿s ref #: (B)(4).